Event description:
Related manufacturer reference number: 2017865-2022-10067 / 2017865-2022-10071. It was reported that the patient presented to the emergency department. Upon review, the right ventricular(rv) lead exhibited loss of capture and the right atrial(ra) lead exhibited noise leading to oversensing and inappropriate mode switch. The ra and rv leads were explanted and replaced. During the new ra lead implant procedure, an insulation breach was noted on the connector side of the lead. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of failure to capture, high pacing impedance, oversensing and sensing intermittently were confirmed. As received, only the distal portion of the lead was returned stretched in one piece. Visual and x-ray examination of the lead portion found the inner coil was broken and appeared to be fractured at the proximal region of the lead. Scanning electron microscopy(sem) evaluation confirmed all filars of the inner coil were fractured due to fatigue fracture. The cause of the reported events were due to the fractured inner coil.

Event description:
New information received notes that the rv lead exhibited high and out of range pacing impedance.